Manufacturer narrative:
Concomitant medical products: dtpa2d1 crtd, implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited intermittent loss of capture on stored electrograms (egm). The lv lead remains in use. No patient complications have been reported as a result of this event.